Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a greater than 1500 ohm lead impedance in the atrium and ventricle one day after implant. The ipg was explanted for a 'perceived malfunction'.